Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. FDA correction/removal reporting no.: (B)(4). Non-conformances were identified related to device malfunction and will be handled through mentor¿s quality system. Reason for device explant and/or reoperation: the patient has not undergone explantation or reoperation at this time. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6)-year-old caucasian female patient underwent a breast augmentation revision with a saline mentor smooth round moderate plus profile 300cc breast implant and experienced deflation on the right side post-operatively, which was confirmed during a physical exam. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. FDA correction/removal reporting no.: 3005423519-10/12/2021-001-r. Non-conformances were identified related to device malfunction and will be handled through mentor¿s quality system. Reason for device explant and/or reoperation: the patient has not undergone explantation or reoperation at this time. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6)-year-old caucasian female patient underwent a breast augmentation revision with a saline mentor smooth round moderate plus profile 300cc breast implant and experienced deflation on the right side post-operatively, which was confirmed during a physical exam. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.

Manufacturer narrative:
On sep 28, 2023, additional information was received indicating the date of explantation is (B)(6) 2023. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On oct 25, 2023, the mentor failure analysis lab received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Device evaluation summary: the product was returned to mentor for evaluation. Mentor conducted visual inspection, leak testing, and microscopic examination of the returned device. Visual analysis of the returned sample determined that no damage or anomalies were observed on the sm mpps dv 300cc breast implant. Leak testing was performed, according to the mentor procedure, and it identified leaks at the patch on the laser marking area. A microscopic examination was performed and the laser marks were confirmed at mentor logo. Based on the information currently available, a product issue was identified during the investigation of the sample received. This product issue will be addressed through the mentor¿s quality system. In addition, a corrective and preventive action (CAPA) was opened to address this product issue. In conclusion, according to the manufacturing investigation the defect reported was previously confirmed to be caused by a manufacturing error. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. Manufacturer¿s reference number: (B)(4).